Event description:
The pt developed an infection and was placed on medication. The skin was blackened, around the size of a dime, and some silver could be seen coming through. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).